Manufacturer narrative:
Combination product: yes.

Event description:
Lv lead impedance elevated over 3000ohm and threshold elevated on (B)(6) 2024. Physician changed polarity and observed. Lead impedance and threshold elevated again on (B)(6) 2025. Physician added another lead and capped this one.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.